Event description:
It was reported to philips that the system did not power up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and determined that the system was failing to power up completely. Rse observed that the table¿s touchscreen, table control, and injector were all off. Further investigation revealed a problem with the 24v power supply on the fan and power tray board. The philips field service engineer (fse) evaluated the system on-site, and during troubleshooting, fse found a short circuit on the power distribution unit (pdu) fuse output, which had damaged the pdu fan tray. Though the failure part analysis of the defective pdu fan tray could not conclusively establish the source of the problem, fse replaced the pdu fan tray to resolve the issue. Furthermore, the fse discovered an issue with the pdu fuse output board in the m-cabinet, which had come into contact with the m-cabinet construction, resulting in an electrical short that damaged the board. To address this, fse fixed the board by soldering the damaged components. Following that, the system was restored to proper functioning order. The codes were updated based on the investigation outcome. Device problem code was corrected.